Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported they got a new communicator several months ago and they just turned the equipment on to try and use it, however it did not work. Agent clarified further with the patient and patient described the issue of the handset lagging at 90%.agent guided the patient through deleting the data on the handset. Patient was then able to connect to the pump without any lag. Patient would call back if further assistance was needed. When asked for the event date, patient stated that it was right when they got the replacement communicator.